Manufacturer narrative:
The hawkone was returned connected to a cutter driver. No other ancillary devices were included. A visual inspection was completed. The cutter assembly was advanced within the distal assembly housing. It was discovered the outer diameter approximately 1.7cm distal the cutter window was expanded. At the area of observed expansion, plaque was noted within the ID of the housing with traces of blue residue. The blue substance observed was likely contrast residue. The cutter was located at the proximal area of the plaque/expanded od. No tear was identified; however the tecothane showed signs of shifting. The coil imprints were not aligned with the spacing between the coil segment of the housing. Functional testing was completed. The thumb switch was advanced, however the cutter could not advance its current position. The distal assembly was cleaned and flushed. Biological debris at the area of the damage housing was observed. Under microscope it was identified that the coils were compressed/bent together at the area of the plaque. After the distal assembly was flushed the cutter could not advance past 1.7cm from the cutter window. It should be noted, no tears/holes to the tecothane were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone device with a 6fr 55cm non-medtronic sheath and a 0.014" 300cm non-medtronic guidewire to treat a 250mm calcified plaque lesion with 80% stenosis in the mid superficial femoral artery (sfa) of diameter 6mm. No abnormalities were reported in relation to the anatomy. It was reported during the procedure the tissue was caught in the mec technology and the device was unable to pack. The physician reported that this was due to the tissue trapped in the mec portion of the tip of the device. The atherectomy portion of this procedure was completed and the physician finished the procedure using percutaneous transluminal angioplasty (pta). No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.